Event description:
It was reported that the ventilator generated a technical error code indicating internal power error. There was no patient harm. Manufacturer ref. #: (B)(4).

Event description:
Manufacturer ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated a technical error code indicating internal power error. Our field service engineer confirmed the reported technical error in the device logs and a technical error indicating an open safety valve. The ventilator would not pass pre-use check. He replaced the expiratory channel pcb and safety valve pull magnet according to recommendations in the service manual. After repair, the ventilator passed all tests and was returned to clinical usage. The reported failure mode was confirmed in the received device logs (B)(6) 2019 and (B)(6) 2019, a month before the reported date of event. The date of event will be adjusted accordingly. The expiratory channel pcb was installed in a reference system for simulated use testing. The expiratory channel pcb failed immediately on the reported technical error code. Electrical measurements on the expiratory channel pcb showed that a capacitor in the pull magnet supply circuit was shorted, which caused the safety valve to always be in open state. The returned pull magnet worked according to its specification during the investigation. A failure in the pull magnet supply circuit can lead to stop of ventilation if the safety vale is not in its predetermined state. Appearance of this failure will be notified to the user by generated high priority alarms and a technical error code. If the fault is present it will be detected during pre-use check. The conclusion in this matter is that the reported issue was caused by a shorted capacitor on the expiratory channel pcb board, that is part of the safety valve function.